Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer confirmed the reported dim display issue. During debugging, found cold cathode fluorescent lamp (ccfl) burn out. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer reported during corrective maintenance, he found that the display was dim on the maximum brightness setting. There was no patient involvement.